Manufacturer narrative:
The sureform 45 stapler instrument logs show the instrument was installed on the system 4 times and fired 4 sureform 45 black reloads. On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after undergoing a da vinci-assisted endometriosis surgical procedure, the patient sustained a postoperative leak and required a subsequent procedure. The initial robotic procedure was completed without complications, including no issues with the sureform 45 stapler instrument or the sureform 45 black reload. The patient was discharged home and returned to their residence. Postoperatively, the patient developed a leak and presented to the emergency room. The patient underwent a second procedure. However, specific details regarding the procedure are unknown. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.